Event description:
Following a catheterization procedure, a physician opted to deploy an angio-seal device in the patient's brachial vessel, even with the knowledge that this was an off-label use of the device. The device was deployed via the back side of the pt's brachial artery. Two hours later the patient experienced numbness and was noted to have decreased flow. As a result the pt was taken to the operating room for surgical repair. F/u with the facility confirms that the pt did well following the surgery. As of 04/28/1998 there has been no further report of complication or pt sequelae made to the MFR.